Event description:
The dr claims that the graft was implanted on 7/7/1998, in a pt who had a history of mitral valve regurgitation and tricuspid stenosis due to (mitral) valve failure which led to severe heart failure and hepatic congestion in 1988. The graft was implanted due to diagnosis of an ascending aortic aneurysm. At that time, a second mitral valve replacement and tricuspid valve repair was done. During the procedure, the distal end of the graft was cut with scissors (which is contrary to the instructions for use). Bleeding occurred due to the aneurysm rupturing. After the repairs and implantation of the graft, the heparin was reversed with protamine sulfate and serious bleeding was observed from the distal and proximal suture holes of the graft. Despite the application of buttress sutures, autologous pericardium, fresh frozen plasma and platelet administration, the bleeding could not be controlled and it appeared as if a coagulopathy developed due to massive transfusions of homologous blood. Post-operatively, approximately 5,000 mls of blood was drained from the chest tube for about 12 hours and the pt was re-operated for cardiac tamponade on post-op day 1. The pt subsequently developed acute renal failure, sepsis and expired of multi-organ failure 3 months after surgery (10/7/1998, estimated).